Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site as the lens was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was partially inserted then removed from the patient's left eye. The lens would not unfold and the pcb00 device screw would not advance the lens. The lens was discarded. Another johnson & johnson lens (same model) was implanted as a replacement. There was no patient injury. The patient is doing great post-operative. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4).and CAPA:(B)(4)..

Manufacturer narrative:
Corrected data: section h-6 device code: 1254 initial report device coding was incorrect; updated from 1254 to 1255. Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 08/28/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the pcb00 was observed with the plunger in advanced position and locked. Scarce amount of viscoelastic was observed in the device. Dfu states to completely fill the viewing window with ovd. The lens was received out of the device. No damages were observed in the lens. Due the conditions of sample received complaint could not be verified. A product quality deficiency was not identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that in the initial MDR section b5 the replacement lens information was addressed incorrectly stating the replacement lens was the same model. Therefore, this supplemental filing is to correct the comments initially entered. Another johnson & johnson lens (different model) was implanted as a replacement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.